Event description:
It was reported the patient ¿felt like her stimulation turned back on during her off label MRI scan¿ for the patient¿s knee on (B)(6) 2013. It was stated an ¿8 channel receive-only knee coil was used. It was stated the patient felt the same feeling as when her device was on. It was noted only two pulses of the localizer were given and immediately the MRI was stopped and the patient was checked by the nurse. After the MRI, the patient had no pain and reported no discomfort. Reportedly, the patient did not turn device off before the MRI.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v817056, implanted: (B)(6) 2011, product type: lead. (B)(4).